Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited noise and increased thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).